Manufacturer narrative:
Product event summary: analysis found that the cursor position did not coincide with the pen position on the screen and calibration was invalid. As a result the bezel assembly was replaced. The software was updated and then all testing passed.

Event description:
It was reported that when the stylus touched the programmer screen, there was no reaction. The programmer was returned to the manufacturer for servicing. There was no patient involvement.